Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer did not remove the cartridge during pumping. Reportedly, the cartridge was reloaded and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level.